Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The customer was discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). On 08/31/2021 customer reported a crack in the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Unit was received with a frozen medtronic logo screen with the red notification light flashing and the vibrator vibrating. Unable to perform displacement test due to the frozen screen. Unable to download/upload using crest/thus due to the frozen screen. After visual inspection, there is corrosion in/around the following: battery board; pcba2--j1, lcd flex cable. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then the original case, the unit was able to boot up again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a frozen medtronic logo screen with the notification light flashing and the vibrator vibrating. In summary, the customer's report of a crack in the unit was confirmed. The frozen medtronic logo screen is due to pcba2 and the moisture damage at the pcba2 j1 connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.